Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic experiencing intolerable diaphragmatic stimulation as a result of programming changes performed on (B)(6) 2016. On (B)(6) 2016 the lead was successfully reprogrammed again which ceased the patient symptoms. The patient would continue to be followed normally.